Event description:
The physician was using a integrity rapid exchange (rx) bare metal stent to treat a lesion in the lad. The lesion was non-tortuous with moderate calcification. The physician could not cross the lesion and during withdrawal of the device the stent dislodged from the delivery sys. The physician attempted to snare the stent but this was unsuccessful. A balloon was then used to retrieve the dislodged stent successfully. A non-medtronic stent was then used to treat the lesion successfully. There was no pt injury and no clinical sequelae were reported. There was no abnormalities noted during prep and insp prior to use.

Manufacturer narrative:
(B)(4) (the attempted delivery of a stent through a previously deployed stent into a side branch), (stent dislodgement/advancement through a previously stented), (device not received for eval). (Cine images). Cine image review: procedural images were provided for review. The images confirm ballooning and the stent deployment prior to the unsuccessful delivery of the integrity stent. A dislodged stent can be seen inside the more proximal of the previously deployed stents. The proximal end of the stent appears to be slightly flared. Subsequent images show what appears to be a balloon being introduced into the vessel to a position more distal than the distal end of the dislodged stent. Subsequent images confirm that the dislodged stent has been removed along with the procedural wires and the guide catheter.